Manufacturer narrative:
Unknown taper. The device remains implanted. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. This event was captured in a literature article published in 2016. Follow up has been conducted with one of the authors and patient to obtain additional information such as device serial number. To date, that information remains unknown. Device labeling addresses the events as follows: precautions: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Esophageal distension or dilatation has been infrequently reported. This is most likely a consequence of incorrect band placement, over-restriction or stoma obstruction. It can also be due to excessive vomiting or patient noncompliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to reposition or remove the band if deflation does not resolve the dilatation. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required.

Event description:
Reported event from journal article titled: "rare complication of a common obesity procedure." Patient presented to urgent care because of a progressive, dry, continuous cough. Patient reported chronic vomiting since her gastric band surgery. A chest CT scan was carried out. It showed a large opacity in the left upper lobe peripherally containing an air bronchogram, some mild lymphadenopathy in the pretracheal area. Aspiration pneumonia was considered due to her dilated fluid-filled esophagus. Diagnosis of aspiration pneumonia treated with amoxicillin/clavulanic acid. A repeat chest CT scan showed resolution of the cavity lesion. The patient reported that the cough completely resolved. The gastric band was subsequently deflated.